Event description:
Nellcor puritan bennett scp-10 pulse oximeter probe has a MFR design flaw in oximeter cable. Proximal attachment to oximeter causes fraying & severs wires on probe. Probes are replaced by MFR but consistent breakage is problematic for operational integrity of pulse oximetry unit for continuous pt monitoring of oxygen saturation. Nellcor puritan bennett was notified in aug 1997 and have project team evaluating solution.